Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were experiencing high blood glucose. Blood glucose level was 30 mmol/l and 19 mmol/l. Customer treated with manual injection. Customer declined troubleshooting. It was unknown whether the customer was using automode. Customer stated crack to the battery compartment side. The insulin pump will be returned for analysis.